Manufacturer narrative:
Section e1 of the initial medwatch report indicates: postal code blank. Section e1 of the initial medwatch report should indicate: postal code (B)(6).

Event description:
The customer contacted physio-control to report that their device would intermittently not power on. Removing and reinserting the battery would sometimes allow the device to power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to reproduce the reported issue. The device was able to power on during every attempt. It was observed that there was excessive lubrication covering the battery pcb assembly. After replacing the battery pcb assembly as a preventive measure, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A conclusive cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would intermittently not power on. Removing and reinserting the battery would sometimes allow the device to power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.